Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
Attachment brush broke / the round head simply falls off [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female reporter of unspecified age reported via e-mail on (B)(6) 2017 that it had now happened for a fourth time that an oral-b flexisoft brushhead broke after the second use. She elaborated that the round head simply fell off while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown. No symptoms developed. Relevant history: none reported. No further information was provided. On 30-may-2017 received consumer's follow-up e-mail: the consumer reported that she no longer had any of the broken attachment brushes, but would be happy to send in the next one. No further information was provided.